Manufacturer narrative:
The retaining segment which holds the flat panel bracket and spring arm together was recovered intact. The segment was not in alignment with the segment groove due to installation error. One trumpf medical performed servicing event occurred in 2016 where the spring arm was adjusted for drifting. This would not involve the removal of the segment which holds the flat panel bracket and spring arm together. As a result. We are unable to determine if the improper installation was done by trumpf or a third party video vendor. Trumpf medical does not maintain a maintenance contract with the hospital nor have evidence that maintenance was performed per the required intervals documented in the service manual.

Event description:
The account was having issues with the video signal to the monitors. Upon inspection it was observed that the monitor bracket appeared to be separating from the spring arm causing it to spin freely. No patient impact.